Event description:
A falsely elevated ctni result of 0.93 ng/ml was obtained. The testing was repeated using the same pt sample on another analyzer and a result of 0 ng/ml was obtained. Two additional samples were drawn from the pt and the results were .03 ng/ml on both samples. The pt was admitted to the hospital but pt treatment was not prescribed or altered as a result of the erroneous result. The pt was eventually discharged. Analysis of instrument data indicates customer needs to perform instrument maintenance.